Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The redundant medical grade power supply (rmgps) was installed onto an in-house system and failed to power on. The complaint regarding the surgeon console power issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a power issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant medical grade power supply (rmgps) to resolve the issue and also replaced a missing cap on tornado printed circuit assembly (pca) tube as a preventive maintenance. The system was tested and verified as ready for use. The missing cap is a field scrap item and will not be returned back to isi. Isi did not receive the rmgps involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: during a dual console procedure, the customer discontinued use of one of the surgeon side console's (ssc) after the start of the procedure due to loss of power. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, one surgeon side console (ssc) suddenly powered down while surgery was in progress and a non-recoverable error 252 was visible. The operating room (or) staff disconnected this ssc by removing the blue fiber cable (bfc), power cycled the system and surgeon continued surgery with the other ssc that was already connected to the system. Initially system was not connected to onsite. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller to check ethernet cable. Caller stated issue might be it related. However, during phone call system showed up in artemis. The tse found errors 40 and 25580 pointing to communication problem with ssc 2 which was likely to be caused by the ssc which switched off. There was no indication this was done by the or staff. Error 2525 was not found in the logs. The tse requested caller to check other wall outlet, which did not solve problem and caller stated they have tried other power outlets too prior to calling. The tse requested the nurse to wiggle the power connector at the ssc, which did not solve the issue. Caller did not hear noise from fans and flicking the main breaker few times also did not solve the issue. The tse asked caller to check the fuse inside the power connector. Caller stated he could see the fuse but had no option to check it and neither to have it checked by internal technical department nor to swap the power cable since there was a bracket mounted over it. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.